Event description:
Customer called to report high bgs and full segment display. It was stated the pt received the display every time the select button was pressed. Device was not dropped, bumped, or exposed to moisture. Additionally it was stated that the customer was hospitalized for low bgs. Pt had an insulin reaction through the night and began to sweat, making the infusion set to fall out. Bgs were treated with instant glucose strip. Customer and health care professional felt that the customer had overmedicated, and the basal rate were increased too much. The basal rates were adjusted by the hcp.